Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A clinical manager reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, glare and the lens had shifted. Approximately 10 months following the implant procedure, the iol was exchanged for a different lens model. Additional information has been requested and received. There are two medical device reports associated with this patient. This report is for the right eye.